Event description:
The user facility returned the automated impella controller (aic) due to shipping damage/wet packaging. The aic was removed from the user facility and replaced. There was no patient involvement.

Manufacturer narrative:
E.1 initial reporter details are unknown. If this information becomes available, it will be processed and a supplemental manufacturer device report will be filed accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the packaging issues has been completed. The complaint could be neither confirmed nor denied. There are no logs to review for this complaint. The console was returned and functioned as expected during testing. The cause of the issue was not determined since console was investigated outside of packaging.